Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. An internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Sample analysis revealed no device malfunction that could have caused or contributed to the reported issue. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date ¿last week¿, the patient experienced pain. The device has been received and the evaluation is in progress. Should additional relevant.

Event description:
It was reported the patient experienced pain, coincident with automated peritoneal dialysis therapy. This occurred during dwell two of four of the peritoneal dialysis therapy. It was reported that the patient was "in the hospital last week" for the event. The cause of the pain was reported to be due to air in the line of the peritoneal dialysis system. The air in patient line most likely occurred due to a use error of the patient connecting to an unprimed line. Treatment for the pain was not reported. Pd therapy was ongoing. It was not reported if the patient was recovered or was recovering from the pain. No additional information is available.